Event description:
It was reported that the ventilator stopped. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the customer noticed the ventilator stopped ventilating the patient and display turned black. There was no on-site visit by our technician. Customer tried to reproduce the issue on the same setting, however the issue did not reoccur. Device passed successfully pre-use check. Provided logs were analyzed by subject matter expert (sme) and it was concluded that there were issues with bad control cable. Review of the device's logs confirm that there is nothing in the logs that implies that there has been a shutdown on the unit or stop of ventilation. The technical log contains technical error indicating communication error. This error is generated, when subsystem panel has lost contact with subsystem monitoring. It will be discovered by monitoring. It will not affect ventilation. The control cable is the link between monitoring and panel, both subsystem are up and running but cannot communicate with each other due to issue with control cable. It can be noticed by the user as problems with displaying data/image on the monitor, without any affect on ventilation. Therefore, reported situation is considered as not safety related. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control cable.